Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4). Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an (14 fr sheath is 5.5 mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors (esheath getting caught on calcification and advancing the device after part of the esp came out from the patient's body) and or patient factors (calcification on the left cia). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. A 14fr esheath+ (esp) was inserted from the left lower artery without difficulties, and balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon catheter. When inserting a ds, strong resistance was felt, and the esp came out from the access site toward outside of the patient's body. Since the doctor tried to insert the ds with one-third of the fully expandable part of the esp was outside of the patient, the esp and ds were bent. Then, the doctor advanced the esp and the ds together, the devices were inserted into the patient and the ds could be passed through the esp. Afterwards, the ds could not be advanced from the descending aorta, and transesophageal echocardiography (tee) revealed vessel stenosis. Since false lumen was observed, aortic dissection was suspected. Since the ds could not be advanced any further, the ds and the esp were removed as a unit. The doctor replaced the tavr kit with a new one and completed the procedure. When inserting the 2nd esp, no difficulty was encountered. After removing the device from the patient, angiography revealed a large aortic dissection from the left common iliac artery (cia) to descending aorta. Since it was retrograde dissection with entry on the cia, emergency intervention was not performed, and the patient left the operation room under intubation. Per doctor-s comment, since there was calcification on the left cia, the esp might be caught on the calcification. Per reporter-s (ew clinical specialist) comment, there is a possibility that the esp was not fixed properly, thus that situation might have led to that the esp came out from the access site. Additionally, the dissection might be caused by advancing the device after part of the esp came out from the patient's body. It is unknown if there was liner tear on the withdrawn esp, and whether the seam of the esp expanded properly or not. As far as the reporter could see, liner puncture was not observed. As per follow-up in formation, the ew device was inserted from the left side vessel. It was unknown at what point in procedure did the dissection occur. However, per medical opinion, it was considered that the dissection occurred when the esp and the ds were advanced together after part of the esp came out from the patient's body. The customer suspected that the aortic dissection was caused by the seam of the esp. The patient was discharged with their intima of aorta being damaged. Intervention for the aortic dissection was not performed since there was a possibility that the blood flow in renal artery was interfered if stent was placed. Hospitalization was prolonged about 5days due to this event.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and no abnormalities were observed on the delivery system. Due to the nature of the complaint, no applicable functional or dimensional testing was able to be performed. Difficulty navigating the catheter through the anatomy is an identified hazardous situation associated with the transcatheter valve replacement procedure. The commander delivery system is designed to be compatible with a standard 0.035" guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035" guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. Finally, excessive manipulation of the flex wheel may cause misalignment between components of the flex assembly within the delivery system handle, damaging the components and causing resistance or inability to fully flex the delivery system, leading to difficulty crossing the aortic arch and/or native annulus/bioprosthesis. In this case, the complaint was unable to be confirmed based on the product evaluation. Investigation results suggest/indicate patient factors (calcification) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.